Manufacturer narrative:
The reported condition of crack on one of the hubs that when using the product it leaked all over the place was not confirmed. 1 companion unit was received for evaluation. During visual inspection, unit does not present defect. Unit results satisfactory to functionally testing. The most probable root cause could not be identified and no action will be taken due to the reported condition not being confirmed. (B)(4).

Event description:
Customer phoned in a report on (B)(6) 2010 of a crack on one of the hubs that when using the product, it leaked all over the place. This incident occurred with the male luer lock adapter, product code 2n3343, with lot number ur10b05060. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. There was potential for a radioactive isotope to leak out. No additional information was provided.